Event description:
The customer reported to olympus, the high definition autoclavable camera head was inspected before use and the image immediately became black after connecting to the system. The issue was found during preparation for use, and the therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. The additional evaluation findings are as follows: camera cable twisted and scratched, and image noise. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to poor communication due to failure of the charged-coupled device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.